Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked barrel / leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and the issue of cracked barrel / leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd preset¿ eclipse¿ leaks blood. The following information was provided by the initial reporter: phase: when the product is in use. Defect: the pore stone structure of the arterial blood collection device leaks blood, and the inspection found that the tube wall of the pore stone structure was ruptured. Quantity: 1. Effects: no other adverse effects on patients.